Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay pt contacted lifescan (lfs) alleging that his one touch ultra 2 meter does not turn on. The pt reported that the meter issue first occurred five days earlier. On the same day, the pt felt shaky and sweaty after the meter issue occurred. The pt took no diabetes treatment action because of the product issue. The lfs customer care advocate (cca) noted that the pt rec'd assistance/advice from a health care professional. The cca noted that the pt's medications were increased; the medication name and dosage were not provided. The cca confirmed that the pt used correct test strips. The cca walked the pt through successfully turning the meter on by pressing the power button and by inserting a test strips all the way into the test strip port. The meter, test strips, and control solution were replaced. The complaint is reported because the pt alleged that he experienced classic symptoms of hypoglycemia, sweaty and shaky, after the reported lfs meter would not turn on.